Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were scissoring on the initial two firings of the device. Therefore, it was not from clipping on thick tissue or another clip. The case was completed with another instrument and with no pt consequence.